Event description:
The customer reported a discrepancy between the displayed and actual time on their device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The technical support team assisted the customer in updating the pump time and advised monitoring the situation, with a follow-up recommended if the time discrepancy recurs.